Event description:
Reporter indicated that the programming wand was not functioning properly. The physician would have intermittent success interrogating multiple patient's device and would sometimes obtain an error message stating, "software not compatible with this model generator". The 9v battery was checked and appeared to be okay. The physician was sent a replacement wand and was requested to send the old wand back for product analysis. The physician's old programming wand has not been received to date.